Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif surgery. In the surgery, when inserting a 1.3mm 9mm cortex screw into the oval hole of the locking t-shaped plate 1.3, the screw penetrated the plate. The surgeon tried to insert it again several times, but the same problem occurred, so he inserted a 1.5mm 9mm cortex screw. The plate was fixed in place, and the 1.3mm cortex screw was discarded. The surgery was completed successfully with no surgical delay. Patient was stable. The surgeon commented that when drilling with the 1.0mm drill, the plate was scraped a little, but he would doubt it would penetrate to that extent.